Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a ventricular tachycardia ablation, when the sheaths were pulled from the right femoral vein while holding pressure, it was noted under fluoroscopy that the introducer had sheared off and the lower half was retained in the patient. The sheath portion was retrieved and removed under fluoroscopy.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.